Event description:
The customer reported that the central nurse's station (cns) does not show an alarm from the bedside monitor for a patients v-tachy event. The customer reported that it is not showing up in arrhythmia recall on the cns but does show up in the alarm history. The customer reported that it is only one bedside monitor with the missed alarm. No reports of patient injury.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) does not show an alarm from the bedside monitor for a patients v-tachy event. The customer reported that it is not showing up in arrhythmia recall on the cns but does show up in the alarm history. The customer reported that it is only one bedside monitor with the missed alarm. No reports of patient injury. More information received from the customer was that they are seeing a disk picture with (?) In the upper right side of the bedside monitor and nihon kohden technician advised the customer that this indicates an issue or failure of the disk and recommended that they replace the sd card in the unit. Investigation summary: follow-up with the customer, customer indicated that they have disk icon showing on the bedside monitor. This suggests that they are having sd card issues. Sd card issues may occur due to corruption of sd card, sd card failure, improper insertion of the sd card and improper storage management. Users may receive an error message stating sd card error or the storage is full or a cylinder icon with an x. The issue could be resolved by replacing the sd card, reseating the sd card, clearing storage space on the sd card, and re-docking the input unit. The sd card is a replaceable component. Most common causes of sd card failure and sd card corruption are wear and tear of the sd card and improper or unexpected shutdown. Improper sd card seating may also cause the error message and icon to appear as the device is unable to properly read the sd card. The issue was due to an issue with a replaceable component of the device. Furthermore, a review of historical data identified no significant trends regarding sd card related issues on bsm, and missing alarm data.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) does not show an alarm from the bedside monitor for a patients v-tachy event. The customer reported that it is not showing up in arrhythmia recall on the cns but does show up in the alarm history. The customer reported that it is only one bedside monitor with the missed alarm. No reports of patient injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Patient information request, attempt #1: 01/23/2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 02/10/2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 02/14/2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Relevant tests/ laboratory data request, attempt #1: 01/23/2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 02/10/2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 02/14/2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Other relevant history request, attempt #1: 01/23/2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 02/10/2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 02/14/2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Concomitant medical device information request, attempt #1: 01/23/2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 02/10/2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 02/14/2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the central nurse's station (cns) does not show an alarm from the bedside monitor for a patients v-tachy event. The customer reported that it is not showing up in arrhythmia recall on the cns but does show up in the alarm history. The customer reported that it is only one bedside monitor with the missed alarm. No reports of patient injury.